Event description:
Additional information received indicated that the programming changes were made on the device, and the patient was in a stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, far p-wave oversensing was observed on several stored egms. The patient was asymptomatic. Programming changes and further testing were recommended.